Event description:
The catheter slipped out of the bolt from an intracranial pressure / temperature monitoring kit that was in contact with a patient. There was no injury involved with this incident. Add'l clinical info has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.